Event description:
It was reported that a malfunction alarm with the code malf 9 occurred, and the fault ID 0x20f1 was noted. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, and they acknowledged and understood these instructions.